Event description:
A customer reported to baxter product surveillance of one clearlink catheter ext set/luer act.valve mll adapter set in which they observed splitting during use. According to the report, the customer had the extension set split open during an injection rate of 2.0psi with an omni scan contrast. This split occurred in the middle of the tubing. The customer confirmed that when this event occurred, the omni scan contrast did spill onto the patient. However, there was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed and a cause was not identified because a sample was not returned for evaluation. A batch review could not be performed as lot information was unavailable. As the use of a power injector is suspected, labeling review was conservatively performed. The labeling does not mention the product being approved for use with a power injection device. Furthermore, the labeling was found to contain sufficient information for the proper use of this product. If any additional information is available a follow-up medwatch will be submitted.